Manufacturer narrative:
The reported events of low pacing lead impedance, loss of capture and loss of sensing were confirmed. As received, a complete lead was returned in one piece. Visual inspection found damaged inner and outer insulations and compressed outer coil at the suture sleeve tie location consistent with suture tie down damage. The cause of the reported events was isolated to the overtightened suture sleeve tie consistent with procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, it was noted that there was loss of capture, loss of sensing, and low pacing impedance on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient experienced no consequences.